Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and the up arrow was not working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that numbers are not ramping on their own. Customer also stated that the scroll bar was not moving with no input and the up arrow does not allow them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture and an alarm was not in progress at the time the button was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. Advised the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.